Event description:
It was reported that the 9900 system locked up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply was reset during the service call. The system was tested and found to be working as intended and put back into service.